Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press. Customer further reported that her product problem began two weeks prior to her contacting adc and on (B)(6) 2017 she was at home and ¿suddenly couldn¿t get up¿. Customer attempted to test on her adc meter and was unsuccessful so she self-presented to the emergency room where she was reportedly diagnosed with hyperglycemia and received unspecified treatment. Customer additionally reported she was hospitalized for one week and that her doctor made (unspecified) changes to her insulin, ¿added some (unspecified) pills¿, and added (unspecified) antibiotics to her medications. There was no report of death or permanent impairment associated with this event.